Manufacturer narrative:
The hybridknife® flex t-type (knife) was sent to erbe for examination. The inspection revealed that the electrode tip was no longer attached to the body of the device. The break was determined to be a brittle fracture which is indicative of the tip encountering an excessive mechanical force. Based on the reported incident, there are most likely many factors involved with the reported event (i.e., equipment settings, activation times, endoscopic technique, how the device was being cleaned during the esd/pressure applied on the tip, characteristics of the lesion, etc). Therefore, no conclusive determination could be made as to the cause(s) of the incident.

Event description:
It was reported that an incident occurred with a hybridknife® flex t-type (knife) during a rectum endoscopic submucosal dissection (esd). The knife was used with an electrosurgical unit. No other information was provided regarding any other equipment, accessories, or settings employed during the procedure. Per the report, the knife's electrode tip was found detached from its body when it was being cleaned during the esd. The whereabouts of the tip were unknown, but there was no report of any patient injury.